Manufacturer narrative:
Age, weight, & ethnicity: unknown/ not provided. Date of event: unknown, not provided. Model number: unknown, information not provided. Catalog number: unknown, information not provided. Serial number: unknown, information not provided. Expiration date: unknown, as the serial number was not provided. UDI number: a complete UDI number is unknown, as the serial number was not provided. Implant date: unknown, information not provided. Explant date: not applicable, as lens was not explanted. MFR site phone number: unknown. PMA /510(k) number: unknown, as model number not provided. Device manufacture date: unknown device evaluation: the product testing could not be performed as the product was not returned (the lens remains implanted). The reported complaint cannot be confirmed. Manufacturing record evaluation: the manufacturing record review could not be performed because the serial number of the complaint product is unknown. Since the serial number is unknown, the complaint history review could not be performed. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. Since the sample of the complaint product was not returned, and serial number is unknown, it is not possible to determine a malfunction and/or product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: title: early-stage clinical outcomes and rotational stability of tecnis toric intraocular lens implantation in cataract cases with long axial length a retrospective non-comparative clinical study was done to evaluate the clinical outcomes after implantation of tecnis toric intraocular lens (iol) in eyes with long axial length (al) and identify factors influencing their early-stage stability with preoperative corneal astigmatism. A total of 64 eyes of 52 patients (n=35 right and n=29 left) underwent phacoemulsification and implantation of tecnis toric iol (amo). At 3-months follow-up, residual astigmatism of =-0.50d was seen in 22 eyes; -0.51d to -1.00d in 25 eyes; -1.01d to -1.50d in 12 eyes; -1.51d to -2.00d in 2 eyes; and > -2.00d in 3 eyes. Intraocular lens misalignment of = 5 degrees was seen in 35 eyes; >5 and =10 degrees occurred in 21 eyes, >10 and =15 degrees in 4 eyes, and >15 degrees in 4 eyes. There are no indications in the article of any interventions provided.